Manufacturer narrative:
Per previous discussion with the customers at (B)(6) medicine ( (B)(6) hospitals, they are unable to give any patient information. The customer¿s report that the tubing set had an unspecified failure was confirmed. The partial set and connector were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection noted the tip of set¿s male luer was broken off inside the needle-free connector with one side of the tip¿s broken edge slightly higher than the other. Approximately 0.3615 inches of the tip was inside the needle-free connector¿s female luer end. Further visual inspection of the male luer tip under magnification observed whitish colored stress marking on the broken luer surfaces. It was also observed that the set¿s male luer collar was cracked with a section broken off. Examination under magnification observed there were no whitish colored scratches or stress markings on the collar. No other abnormalities were observed. Functional testing was deemed unnecessary due to the damage to the connector and only a partial set being received. The root cause of the broken off male luer tip was not determined. The root cause of the cracked/broken male luer collar was not determined. The device history record for the partial extension tubing set could not be conducted because the set model and lot could not be identified.

Event description:
It was reported that the tubing set had an unspecified failure.